Event description:
It was reported that one was in the insulation and caused the pt received two small burns on skin. A 2cm and 3/4 of a cm in length and 1/2 cm wide for both. Procedure was a lap chole/ape combo. Procedure was finished, neosporin was applied, pt was reported as fine. Surgery delay was 20 minutes.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.